Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down and the pump battery could not be charged. It was also reported that damage to the pump housing caused difficulty charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.